Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to sensing of noise. The patient was reaching up and grabbing the door of a camper at the time. Provocative maneuvers performed in-clinic elicited noise on the primary and secondary vectors. The device was then programmed to the alternate vector, pending additional follow-up with the physician. Technical services review indicated that the pattern of the noise prior to the shock was consistent with an external source. Also, there was a prior episode of atrial fibrillation in november 2022 in which there appeared to be noise due to myopotentials. It was recommended to obtain x-rays to further understand system placement and to continue normal follow-up. The s-ICD remains in service and no adverse patient effects were reported. Additional information received indicated the patient admitted to the hospital recently due to receiving another inappropriate shock due to sensing of artifact. The tachy therapy was deactivated and the patient was connected to an external defibrillator. It was planned to transfer the patient to another hospital and perform x-rays of the s-ICD system. The s-ICD remains in service. It was additionally reported that during a recently treated episode by the s-ICD, there appeared to be artifact in the alternate vector that was different from previous observations and indicated potential compromised electrode integrity. X-ray demonstrated an acute bend at the primary (sense b) location coupled with minimal slack in the electrode path back to the s-ICD. An acute bend at the electrode/header connection was also present. Technical services recommended keeping the therapy turned off to avoid any further inappropriate therapy and to consider system revision. The physician elected to turn the therapy back on and program to the primary vector, pending a future revision. The s-ICD system remains in service.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies outside of explant related damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to sensing of noise. The patient was reaching up and grabbing the door of a camper at the time. Provocative maneuvers performed in-clinic elicited noise on the primary and secondary vectors. The device was then programmed to the alternate vector, pending additional follow-up with the physician. Technical services review indicated that the pattern of the noise prior to the shock was consistent with an external source. Also, there was a prior episode of atrial fibrillation in (B)(6) 2022 in which there appeared to be noise due to myopotentials. It was recommended to obtain x-rays to further understand system placement and to continue normal follow-up. The s-ICD remains in service and no adverse patient effects were reported. Additional information received indicated the patient was admitted to the hospital recently due to receiving another inappropriate shock due to sensing of artifact. The tachy therapy was deactivated and the patient was connected to an external defibrillator. It was planned to transfer the patient to another hospital and perform x-rays of the s-ICD system. The s-ICD remains in service. It was additionally reported that during a recently treated episode by the s-ICD, there appeared to be artifact in the alternate vector that was different from previous observations and indicated potential compromised electrode integrity. X-ray demonstrated an acute bend at the primary (sense b) location coupled with minimal slack in the electrode path back to the s-ICD. An acute bend at the electrode/header connection was also present. Technical services recommended keeping the therapy turned off to avoid any further inappropriate therapy and to consider system revision. The physician elected to turn the therapy back on and program to the primary vector, pending a future revision. The s-ICD system remains in service. Additional information received indicated that the electrode was fractured and replaced. At the time of replacement, the electrode was observed to be bent. The lead was returned for analysis.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to sensing of noise. The patient was reaching up and grabbing the door of a camper at the time. Provocative maneuvers performed in-clinic elicited noise on the primary and secondary vectors. The device was then programmed to the alternate vector, pending additional follow-up with the physician. Technical services review indicated that the pattern of the noise prior to the shock was consistent with an external source. Also, there was a prior episode of atrial fibrillation in (B)(6) 2022 in which there appeared to be noise due to myopotentials. It was recommended to obtain x-rays to further understand system placement and to continue normal follow-up. The s-ICD remains in service and no adverse patient effects were reported. Additional information received indicated the patient was admitted to the hospital recently due to receiving another inappropriate shock due to sensing of artifact. The tachy therapy was deactivated and the patient was connected to an external defibrillator. It was planned to transfer the patient to another hospital and perform x-rays of the s-ICD system. The s-ICD remains in service. It was additionally reported that during a recently treated episode by the s-ICD, there appeared to be artifact in the alternate vector that was different from previous observations and indicated potential compromised electrode integrity. X-ray demonstrated an acute bend at the primary (sense b) location coupled with minimal slack in the electrode path back to the s-ICD. An acute bend at the electrode/header connection was also present. Technical services recommended keeping the therapy turned off to avoid any further inappropriate therapy and to consider system revision. The physician elected to turn the therapy back on and program to the primary vector, pending a future revision. The s-ICD system remains in service. Additional information received indicated that the electrode was fractured and replaced. At the time of replacement, the electrode was observed to be bent. The lead was returned for analysis.